Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal was cracked. A replacement was used to complete the procedure, and the operation was finished without any problem. The hospital reported no pt effects. It is unk why the product is not returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the delivery device was returned inside the loading device. The seal was also inside the loading device and appeared to be cracked. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal was cracked" was confirmed. (B)(4).